Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the issue was confirmed and replicated. In logs, the 31 error was found indicating acc not present at startup pointing towards the rolling loop fiber, confirming the fault occurred in the field. Upon visual inspection, the rolling loop fiber and ground straps were tangled inside the spar and had to be cut to run the tests which is related to the reported event. The usm was installed onto a golden system where the 319 error was triggered indicating fault on the rolling loop fiber, replicating the reported event. The usm was then installed onto a pftp where check all boards present and fiber test were found to be failing on the rolling loop fiber. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the rolling loop fiber assembly was found to be the root cause of the reported event. The complaint was confirmed based on failure analysis. The probable root cause is due to an issue with the rolling loop fiber. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were not placed prior to the issue being identified. System functionality checked upon powering on the system and the system initially power on without errors. The rep was in the room at the time of incident. Troubleshooted issue and requested we contact dvstat and full troubleshooting was completed. The arms were moved into a more conducive position to begin docking process by surgical technician and robot was operational with no patient injury. Dvstat was not contacted prior to aborting/converting the procedure and surgeon did not disable or discontinue use of arm due to issue. The surgeon was concerned about robot malfunctioning in that manner during prepare for docking procedure.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the patient side cart (psc) had recoverable errors and disabled arm 2 and did not have no control of the arms. Technical support engineer (tse) verified 319 error on usm2 and shared that since they disabled the arm with the camera, they would not be able to take control. Tse walked customer through placing camera in arm 1 to remove instruments, undock, and move arm 2 out of the way to proceed with 3 arms. Site disconnected while docking the remaining arms. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) and the air filters to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation.